Event description:
It was reported that during lead testing, the right ventricular lead exhibited low impedance. An insulation anomaly was suspected and the lead was capped and replaced. The patient was stable following the procedure.

Manufacturer narrative:
.